Event description:
The biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup. Investigation summary: the complaint device was returned for evaluation and repair on ticket (B)(4). During evaluation, the complaint was confirmed, and the customer's unit immediately displayed a "gas line block" error message, followed by a "gas device error" message. After installation of a new pump, an additional malfunction with the gas module was identified. The cause of the complaint was hardware failure. A review of the device's complaint history by serial number reveals one prior complaint, ticket (B)(4), for which the reported issue of abnormal readings was not replicated during evaluation, but the pump was replaced as a preventative measure. Nihon kohden will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/13/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup. Investigation summary: multiple attempts were made to collect additional information and return the complaint device, but no response was received. Since the device has not been returned for evaluation, a definitive root cause cannot be established. A review of the device's complaint history by serial number reveals one prior complaint, ticket 168415, for which the reported issue of abnormal readings was not replicated during evaluation, but the pump was replaced as a preventative measure. Nihon kohden will continue to monitor and trend similar complaints. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave an "external gas device failure error" message. He removed this unit and replaced it with a spare, using all the same accessories and it worked as expected. The issue was discovered at setup.